Event description:
The customer reported an issue with panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The comp rep evaluated the system. Corrections included replacement of the system's distribution board. System was calibrated and safety tested to factory's specifications.